Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 224 and 165 mg/dl. Tests were done within 10 minutes with a difference of 27%. Checkstrip and control solution tests within limits. Patient information has been reported.